Event description:
Same case as MFR#: 2134265-2011-02353. It was reported that during a stenting treatment procedure, stent migration occurred. A 10x24mm, 5.9f 135cm carotid wallstent was implanted during the index procedure in the right carotid artery. Four days post index procedure, the patient was complaining of amaurosis fugax (transient monocular visual loss). The physician believes this may have been due to stenosis present in the right vertebral. Twenty eight days post index procedure, the patient underwent a left carotid and vertebral artery stenting procedure. Angiography showed that the 10x24mm carotid wallstent deployed in the right carotid artery was patent and that the right vertebral artery was 80% stenosed. An 8x21mm, 5f 135cm carotid wallstent was deployed in the right vertebral to treat the stenosis. Post-dilation was attempted with a 6.0 x 20/135 (4f) sterling balloon catheter; however, the catheter was unable to cross the deployed stent. During the experienced crossing difficulties, the 8x21mm carotid wallstent moved approximately 1-2mm. The stent was not post-dilated, but remained well apposed in this location. The procedure was considered completed at this point. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).